Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the unicel dxi 800 immunoassay analyzer. The result was submitted out of the laboratory and questioned by the physician. The initial sample was rerun on the same instrument and lower result was obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample is serum that was centrifuged fro 10 minutes at 3000g. The sample was aspirated from the primary collection and had normal appearance. Qc was within the customers established ranges pre and post the event. On (B)(4) 2010, the customer performed system check which was within specification. Service was declined. A clear root cause can not be determined for this event.